Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Legal affairs reported right side with " reported bilateral device rupture as well as "mental stress and worries about possible consequential and late damage" associated with the device recall." Devices has been explanted.